Event description:
Maryland bipolar forceps tagged with "melted tip." No other documentation found. Upon visualization, the jaw of the forceps are slightly exposed. White portion of instrument surrounding the jaw is discolored in brown and black. UDI: (B)(4) listed under intuitive medical device correction grip failures. (B)(4).